Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varices hemostasis procedure performed on (B)(6)2018. According to the complainant, during preparation, the bands got tangled and failed to deploy. A second attempt was made to release the band; however, four bands deployed at the same time. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Additional information: initial reporter phone. Investigation results: received one speedband device with the velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found two bands present and were moved out of their position. It was noticed that the ligator head teeth were bent and the proximal section of the trip wire was bent in several locations. The suture was intact and attached to the trip wire loop. The trip wire was partially rolled in the handle and was secured in the handle assembly when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issues were noted with the handle assembly and the velcro strap. Based on the evaluation of the returned device, these failures occurred during preparation, outside the patient and is likely due to handling of the device. It is most likely that the trip wire was bent and the ligator head teeth were damaged due to handling and manipulation of the device during preparation. Once the ligator head teeth were damaged, the suture can be detached from its position on the ligator head which could have contributed with the reported issues. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varices hemostasis procedure performed on (B)(6) 2018. According to the complainant, during preparation, the bands got tangled and failed to deploy. A second attempt was made to release the band; however, four bands deployed at the same time. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.